Event description:
It was reported that: evar closure attempted on patient with a bmi of 47. Bleeding began the day following closure as patient ambulated and attempted to walk. Additional information received on (B)(6) 2023: cut down was performed. The account has no further information regarding this event. The physician has accepted that he used the manta outside of the IFU bmi maximum of 40 (the patient had a recorded bmi of 47) and attributed the closure failure to patient selection. There was no harm, injury or health consequences resulted from this event.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. The patient presented to the or for an evar procedure utilizing an 18f manta for closure. The patient exhibited a bmi of 47. The manta instructions for use specifically warns not to use if the patient has marked obesity (bmi >40 kg/m2). The following day the patient attempted to ambulate and walk and began bleeding. A cutdown was performed, and no further information was provided regarding this event. The physician has accepted that he used manta against IFU recommendations and attributes the closure failure to poor patient selection. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Event description:
It was reported that: evar closure attempted on patient with a bmi of 47. Bleeding began the day following closure as patient ambulated and attempted to walk. Additional information received on 20jul2023: cut down was performed. The account has no further information regarding this event. The physician has accepted that he used the manta outside of the IFU bmi maximum of 40 (the patient had a recorded bmi of 47) and attributed the closure failure to patient selection. There was no harm, injury or health consequences resulted from this event.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.